Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the patients left ventricular (lv) lead had become dislodged during the sheath removal. The lead was cut and capped and then eventually replaced with a new lv lead at a later date. No patient complications have been reported as a result of this event.